Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was described as reading ¿high,¿ but value was unknown. The customer addressed high blood glucose by giving correction insulin by injection. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.